Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. Correction boluses and insulin injections were used to address the high bg. The customer thought the high bg was due to switching the type of insulin used from novolog to humalog. As the high bg levels had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.